Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs2070 showed one other similar product complaints from this lot number. (B)(4).

Event description:
It was reported that the provena PICC was placed in the patient's right arm in the summer of 2017. In (B)(6) 2018, a nurse found the catheter leaking where it attaches to the hub. The catheter was removed and was otherwise intact. The facility noted that they have had this occur before with these provena's and they have not used them for some time; however this device was placed a year ago and the same thing happened to this one as the others. No patient injury reported.